Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2025 and suture was used. In the middle of the procedure, the needle popped off. The needle separated while passing through the tissue. Xray was needed to find the needle. The needle was retrieved. It added 20 mins. To the procedure and extra 20cc of blood loss. The patient is doing fine after the procedure. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. Additional information was requested, and the following was obtained: was the patient involved in the procedure an adult or a pediatric patient? Patient was an adult. If the patient is pediatric, please provide the patient's weight: was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage occurred as a result of finding the needle.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were received for analysis. The product code is mcp936h. During the visual inspection of the detached needle, the swage area and the edge were noted with marks probably caused by a surgical instrument. This condition likely caused the needle to detach from the suture. Additionally, remnants of the suture were observed in the needle hole. The received suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.